Event description:
During baxter's eval of a spectrum pump, customer tampering of the device was discovered. The input/output printed circuit board in this device was initially installed in a different device. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed through inspection and the device history record that the input/output printed circuit board installed in this device belonged to a different device. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. In the warnings and cautions of the spectrum operators manual, it states 'servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device could not be repaired and has been removed from service.